Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic check after receiving inappropriate anti-tachycardia pacing (atp) therapy. The episode appeared to be inappropriately diagnosed as a supraventricular tachycardia (svt) episode as ventricular tachycardia (vt). Programming changes were discussed.